Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6), did v-p surgery on (B)(6) 2015. The initial pressure was 100mm. The liquid could not come out from programmer. The surgeon tried to flush and adjust many times but failed. Changed the new one to complete. There was no report on patient injury.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve product code 82-3832 with lot crccvr, conformed to the specifications when released to stock on the 25th march 2014. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.